Event description:
It was reported that the customer received a button error alarm while priming the tubing and an unexpected restart alarm after removing the battery of the insulin pump. The customer's blood glucose was 130 mg/dl. Troubleshooting for the button error alarm was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed self-test, an unexpected error test and displacement test. The unexpected error alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.